Manufacturer narrative:
Based on the information provided, the root cause of this complaint is confirmed as the implant is detached. However, the coil appears to have been detached via the detachment controller as the distal segment displays evidence of thermal detachment. The user may have inadvertently detached the coil during the device preparation and did not notice until the device was advanced. (B)(4).

Event description:
It was reported that during an embolization treatment, resistance was encountered in the microcatheter during positioning. The coil prematurely detached within the catheter. The coil and catheter were removed without incident. No intervention was taken. No harm or injury was reported due to this incident.